Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a tear in the line going to the sample pot. The fse replaced the tubing assembly going into sample pot to resolve the issue. Information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous patient results for ion selective electrolyte (ise) were generated on their au5800-20, chemistry analyzer for two (2) patient samples. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. The quality control (qc) was within the laboratory¿s established ranges prior to event. The customer provided data results for two (2) patient samples.